Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was high (407 mg/dl). An insulin injection, bolus via the pump and a temporary basal rate were used to address the bg level. The pump supplies had been changed multiple times. A pump system check was performed using the current supplies on the pump and no device issues were identified. The customer declined to remove the infusion set site and stated that it was thought the site was functioning properly. The contact declined tandem technical support's offer to follow-up to confirm the high bg issue had been resolved.